Event description:
During a procedure, the clipper was not working correctly and was removed from the patient. On the surgical field the tip of the clipper broke and a piece fell off. A new clipper was opened and the broken clipper was removed from the field. No harm came to the patient and the procedure was completed as planned. The device will be returned for failure analysis. Manufacturer response for clip, implantable, weck (per site reporter): the rep will retrieve the device and return it to teleflex for investigation.